Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's physician called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2019 with blood glucose of 30 to 45 mg/dl at the time of the incident. The customer was given intravenous glucose to treat. The customer experienced symptoms such as a migraine. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and the customer found a bolus in pump history that they do not remember programming and a flush drive support cap. The customer reported the pump was exposed to a strong magnetic field. The customer also reported other low blood glucose events. The insulin pump will be returned for analysis.